Event description:
Damage to the pump housing and usb port was reported by the caller, which affected the ability to charge the pump, though it did not cause the pump to shut down. There was no adverse impact on the customer's blood glucose level. The customer, under warranty, received a replacement pump as handled by technical support. Instructions were given for returning the damaged pump and configuring the replacement, which the caller understood and acknowledged. Customer reverted to an alternative method of insulin therapy.